Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for cobas® sars-cov-2/influenza a/b assay. A customer from (B)(6) alleged that they received a potential false positive and a potential false negative result for patient samples using the cobas® sars-cov-2/influenza a/b assay. On (B)(6) 2021, the customer reported that they collected two samples from a patient and tested the samples on two different analyzers. The first sample for patient 1 generated sars-cov-2 negative, influenza a negative, and influenza b negative results analyzed on the cobas liat system (s/n (B)(4)). The second sample from patient 1 was tested on a different liat analyzer the cobas liat system (s/n (B)(4)) and generated sars-cov-2 positive, influenza a negative, and influenza b negative results. On (B)(6) 2021, the customer reported a sars-cov-2 positive, influenza a negative, and influenza b negative results for a second patient sample analyzed on the cobas liat system (s/n (B)(4)). A recollected sample from patient 2 was analyzed on a different liat system the cobas liat system (s/n (B)(4)) that generated sars-cov-2 negative, influenza a negative, and influenza b negative results. Patient samples were collected using nasopharyngeal swab and copan universal transport media. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. There was no allegation of harm to the patients. It is unknown if the results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)